Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl, and the cgm did not read ¿high.¿ the customer attempted to resolve the issue by changing the cartridge, but ultimately reverted to an alternate method insulin therapy.